Event description:
Increase in coughing, chest pressure, sinus issues, nausea, headaches, upper airway irritation, dizziness, non allergic rhinitis, ear pain and pressure. FDA safety report ID # (B)(4).